Event description:
Customer reported a continuous glucose monitor error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support walked the customer through a pump reset, after which the error code did not reappear, and the customer successfully started a new sensor session.